Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02393. Related manufacturer reference number: 3006705815-2021-02394. It was reported that the patient experienced ineffective stimulation. Additionally, the system was unable to go into MRI mode. Diagnostics revealed high impedances. Reportedly, the patient¿s lead migrated. As such, surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue.